Manufacturer narrative:
(B)(4). G1 - foreign: canada upon receipt, the battery did not provide power due to overheat. DHR review was performed. Device was 12 months old and is not out of box failure. Review of the device history record identified no anomalies or deviations during manufacturing related to the reported event. The device was scrapped. Device is used for treatment. No medical records were provided. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that the battery does not charge due to overheating. This event is related to a malfunction that could potentially lead to a serious injury. However, no patient harm or further outcome was reported. Attempts have been made and no further information has been provided.